Event description:
Intermittent discrepant results for multiple pts from 2003 to 2007. The following data was provided; units of measure were not provided. Tests involved are sodium (na), potassium (k), bicarbonate (co2), creatinine (creat), bun, albumin (alb) and total protein (tp). Each sample was repeated either two, three or four times. And = &; #175: creat = 99; repeats = 176, 177 & 178; #176: k = 3.6; repeats = 4.2, 4.2 & 4.2; #177: creat = 165; repeats = 256, 254 & 262; #178: na = 134; repeats = 124, 122 & 122; # 179: na = 136; repeats = 110, 109 & 110. K = 3.2; repeats = 2.5, 2.5 & 2.5; #180: k = 3.8; repeats = 4.5, 4.5 & 4.5; #181: k = 3.4; repeats = 4.5, 4.5 & 4.5; #182: creat = 413; repeats = 719, 709 & 721; #183: na = 110; repeats = 117, 118 & 117; #184: na = 133; repeats = 155, 153 & 155. K = 5; repeats = 4.1, 4 & 4.1; #185; creat = 206; repeats = 368, 374 & 376. If additional info is received, appropriate notification will be provided.